Event description:
It has been reported to philips that the device did not start. There was no harm reported. The system was not in clinical use at the time of event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Troubleshooting determined that the host pc data monitor remained black after starting the system or there was no bios. The host pc was restarted manually and functional checks were performed. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.